Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device was intentially programmed off. Upon attempting to program the device on, an out of range telemetry message was present. Multiple trouble shooting attempts were made with no success. No adverse patient effects were noted.